Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had unknown issue and pump needed repair. Found pim to fail leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6), initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,medical device ¿ problem code), h11 , e1 ( initial reporter ) , e3 , g1 ( contact person ¿ mfg site). A getinge field service engineer (fse) evaluated the unit. The fse reported that they had found the pim to fail the leak test. The pim (d997-00-1178) was replaced and that resolved the issue. Additionally, the scroll compressor (d119-00-0236), and temperature sensor (d206-00-0734) were replaced due to pm service and no faults were found with those parts. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by carl (B)(6), technician of the maquet failure analysis and testing dept. ((B)(6), nj cf 13 aug 2025. The failure analysis and testing dept. Received part number 0997-00-1178 patient interface module serial number (B)(6) with a reported unit failure of fails leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications per procedure number (B)(6) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not confirm the complaint of the pim failing the leak test. The pim passed testing. Retaining the pim in the fat dept. Per procedure number (B)(6) rev. Au.

Event description:
N/a